Event description:
Pt alleged that device gave them a 5.5-unit bolus at 4:16 am that they did not program. Pt reported that they had a low blood glucose (36 mg/dl) reaction as a result of this unintended bolus. Pt was given juice and glucose gel by a relative to raise their blood glucose.